Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise in the alternate sensing vector. System testing was unable to reproduce noise. A future revision procedure has been scheduled, but all evidence at this time indicates the s-ICD remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise in the alternate sensing vector. System testing was unable to reproduce noise. A future revision procedure has been scheduled, but all evidence at this time indicates the s-ICD remain in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The s-ICD system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.